Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2016, the patient had a right total knee arthroplasty to address osteoarthritis. Patient had her patella revised. There were no complications noted in the operative notes. Depuy components, including depuy patella and depuy cement were used during this procedure. Medical records from 04/03/2017 note the patient had increase in pain and swelling in the right knee, as well as decrease in strength and loss of rom. 07/28/2020 broken internal right knee prosthesis subsequent encounter. There was only mention of this in a physical therapy medical record. No operative notes, or surgeons notes were provided/reviewed at this time. (B)(6) 2020 revision was to be scheduled.

Event description:
Medical records note the reason for the visit was palpations and shortness of breath.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records and series of xray findings: (B)(6)2016: degenerative arthritic findings and medial meniscus tear prior to any joint replacement (B)(6)2016: post-op r total knee arthroplasty without issues. Demonstrates small effusion though this is expected as xray was taken same day as surgery. (B)(6)2018: states patient has had right knee pain. Findings show mildly increased blood flow and blood pool intake suggesting nonspecific hyperemia or inflammation. Possible for infection though would need to be confirmed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence was not able to confirm the complaint, in order to confirm loosening a series of chronological x-rays is needed. No other defects were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records reviewed: patient's right knee was revised on 15 sep 2020, to address ongoing pain and aseptic loosening of the tibial base plate at the cement to implant interface. Surgeon identified a loose tibia tray component, which completely released from the cement mantle with a single tap. There was no cement adhered to the tibial tray, but the cement mantle was well-fixed to the tibial bone. Femur component was well-fixed, but revised along with the tibial tray and insert to a revision depuy tc3 and mbt tray with sleeves and stems. The original patella was well-fixed and retained. There were no complications noted. On (B)(6) 2021, patient seen for 1 year follow-up after right knee revision. Had no pain or swelling, the knee is stable, she has had no falls over the past year, and is walking with a normal gait. Her knee exam showed: range of motion 0 to 120 degrees bilaterally. Both knees are stable to varus/valgus. Appropriate anterior/posterior drawer. Well-healed scar on the right. Normal skin. No erythema. No cellulitis. No effusion in either knee. No pain around either knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. The patient was seen on (B)(6) 2018, presenting with constant pain with swelling of her right total knee (implanted in 2016), with difficulty ambulating and walking with a limp. She has stiffness. X-rays and physical exam were essentially normal apart from moderate gross quadriceps weakness and posterior crutiate ligament (pcl) laxity. On (B)(6) 2018, the patient was seen for a follow-up to review knee labs to rule out infection, and bone scan results to rule-out loosening of implants. She had no evidence of infection or implant loosening. The concern over pcl laxity was suggested as possibly contributing to the knee pain and inflammation. The plan was to treat conservatively and follow up later. On(B)(6) 2016, the patient received a right total knee replacement to address osteoarthritis. She had no complications and tolerated the procedure well. ECG on (B)(6) 2016 was normal. (B)(6) 2016 office visit 2 weeks post-op. Recovering very well--no issues identified. (B)(6) 2016 office visit 6 weeks post-op. Recovering very well--no issues identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee litigation records received. Litigation alleges persistent pain, discomfort, swelling, instability, difficulty ambulating, swelling, walking with a limp and limited range of motion. Scan showed moderate diffuse uptake about the right tka. Bone scan reported osteolysis and hardware loosening. During revision alleges by the surgeon observed the tibial base come free from the tibia with little force. Cement did not bond or adhere to the tibial base. Failure of the cement bonding to the tibial base caused aseptic or mechanical loosening. Doi: (B)(6) 2016, dor: (B)(6) 2020, right knee.